Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infectious respiratory process", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected in the chin with 3ml of juvéderm® volux¿. Approximately two months later, the patient experienced "inflammation and erythema in the chin area", non-device related "infectious respiratory process", and "hardening of the bilateral c6 area." Treatment included zamene, ciprofloxacino. Symptoms ongoing/unresolved.